Manufacturer narrative:
1. Device evaluation: the dcb-d-50 device of lot number unknown involved in this complaint was not returned for evaluation. An unused unopened device unrelated to the complaint was returned. With the information provided a document-based investigation was conducted. 2. Lab evaluation: the device which was returned underwent a laboratory evaluation on the (B)(6) 2020. There was no evaluation carried out on the device as the packaging was sealed. 3. Image review: n/a 4. Documents review including IFU review: prior to distribution dcb-d-50 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. In the final quality control produce, fqc0236 rev 02, in step 1.5, it instructs the manufacturing team member is to ¿verify the tubing is free of kinks and damage..¿ please note there is no instructions for use accompanying this device. 5. Root cause: a definitive root cause for the customer complaint could not be determined from the available information. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope. 6. Summary: complaint is confirmed based on the customers testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
510(k) number: class I n/a. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - 06oct2020 - the brushes are breaking as they are being pushed into the scope. This problem started last week and has occurred with multiple g30652-dcb-d-50 devices. The exact quantity and lot #s cannot be confirmed.